Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 499 mg/dl and 500 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer had also experienced nausea. They treated with manual injections and insulin pens. The insulin pump was not on auto mode at the time of incident. The insulin pump also received insulin flow block alarm during fill tubing. The insulin pump will not be returned for analysis.